Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Sparc mid urethral sling and miniarc sling were reported to be used/implanted during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): dyspareunia, neuromuscular problems. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: urinary incontinence procedure (s) performed: pubovaginal sling, urethral suspension, cystoscopy complications post placement: not available outcome attributed to the device includes pain, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems. Concomitant therapy: sparc mid urethral sling miniarc sling.